Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. The broken needle strip was stuck inside the tip insert within the hand instrument. This failure mode is typically caused by applying excessive force while attempting to pass through challenging tissue (i.e. Thick or calcified). The end user applied forces will cause the needle to buckle within the cannulation. The remaining portion of the needle was not returned or identified. Unable to remove broken needle strip from the tip insert. Needle dimensions could not be taken. The most likely cause for the reported failure is a user error. Instruments with adjustable components must be handled with care. Overtightening or rough handling of the instrument may damage the device. Per scorpion suture passer tips: to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Event description:
It was reported that the tip of the knee scorpion needle was broken and stuck inside the knee scorpion ar-12990. No adverse effect on the patient.